Event description:
It was reported that the pump delivered a bolus without user input. There was no reported impact to the customer¿s blood glucose level. The customer declined to perform further troubleshooting with technical support; therefore, the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Manufacturer narrative:
B1: event was inadvertently reported. This a not reportable event.